Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina pectoris and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was diagnosed with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) with 100% stenosis and was 20mm long, with a reference vessel diameter of 3.3mm. The target lesion was treated with pre-dilatation and placement of a 3.50x24mm promus element drug-eluting stent. Following intervention, residual stenosis was 0%. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. Five days later, coronary angiography was performed which revealed a 99% stenosis in the previously placed 3.50x24mm promus element drug-eluting stent in the proximal rca. The isr was then treated with percutaneous coronary intervention (pci) with 0% residual stenosis. The following day, the event was considered to be recovered/resolved. Three days later, the patient was discharged.